Manufacturer narrative:
Customer contact reports no patient information is available. Representative performed a checkout of the system with the hospital biomed. Service will be performed by hospital employee or contractor. (B)(4).

Event description:
The hospital reported an error that resulted in a loss of mechanical ventilation during a case. There was no report of patient injury.